Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. In follow up it was reported this allegation was misunderstood. The surgeon statement regarding ten cases included this same allegation against other stem platforms and competitor products. As now clarified there have not been ten cases involving the depuy actis stem. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019. The surgeon stated he is experiencing greater tochanter fracture when implanting acting thoroughly anterior approach. There have been 10 cases of greater trochanter fracture during actis procedures through anterior approach at miami baptist hospital. Surgeon stated possible caused as: stress on femur while positioning the leg for exposure of canal; connection between broach handle and broach. Use of kincise. The surgeon stated fractures occurring in lateral posterior aspect.